Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Consumer e-mail stated the brush head fell apart while using. No injury was reported.